Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and failed due to the receiver perpetually rebooting. The receiver was opened for further evaluation. An interior inspection found a detached ui component in the printed circuit board. A data log was able to be retrieved. A review of the data log observed firmware errors and confirmed the reported event of an initializing screen without a manual restart. A root cause could not be determined